Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2018(B)(4) by a health care provider (hcp) via a manufacturer representative reporting that the battery information was read on the clinician programmer. No actions were taken. Patient¿s history of recharging and usage was not correlating with info obtained from the clinician programmer. The clinician programmer information was considered accurate and the cause of the issue was reported to be false info given to the representative. It was reported that there was no problem in the first place. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) via a patient with an implantable neurostimulator (ins) for non-malignant pain. The patient¿s medical history includes chronic pain. The patient was having charging issues. They are having trouble with their stimulator stating that they feel like they are ¿charging all the time¿. The patient mentioned having trouble getting 8 bars and that even when the battery gets full, it ¿doesn¿t hold a charge¿. The rep scheduled the patient to see a rep on (B)(6) 2018 for further problem solving but the patient had to cancel. They would reschedule. The rep will not have further details until that occurs. It was unknown if there were an environmental/external/patient factors that may have led or contributed to the issue. No actions have been taken yet. The issue was not yet resolved but the patient was noted to be alive with no injury. There were no patient symptoms reported and no complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the implant wasn't holding a charge since an overdischarge recovery. The patient stated they were charging too often. It was noted that the clinician programmer showed the last session was (B)(6) 2017 with 2 percent usage since. The patient stated she had been charging consistently while the clinician programmer showed the last recharge session was (B)(6) 2018.